Event description:
Home pt (hp) reports leak in cassette of homechoice set. Exact location of leak not noted by hp. Hp reports ending treatment, restarted with new supplies, and received a swap device. Hp discarded sample and reports no injury or medical intervention required as a result of incident.